Manufacturer narrative:
One infusion extension set as sample was received and tested by our quality team with the customer's complaint of occlusion/ fluid blockage. The customer complained of an mz9226 set causing occlusion but the packaging that was provided with sample is that of an mz9267 extension set and the provided tubing is almost certainly a mat# 10011865. The set received was tested and performed as intended without occlusion. The complaint could not be verified and the root cause remains unknown without the affected sample for investigation. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that IV pump reading downstream occlusion.